Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose level (bg) was 503 mg/dl. Customer addressed the elevated bg with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy.